Manufacturer narrative:
(B)(4). Date of initial report: 04/28/2016. Date of follow-up report: 06/23/2016. The incident rfapadb grounding pad was not returned to covidien for evaluation. However, the concomitant rfa2030 electrode and rfagen generator were returned. Evaluation found both the electrode and generator to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 2nd degree burn at the grounding pad site during an ablation procedure. The burn was discovered post procedure. The patient was immediately introduced to a burn specialist and a dermatologist. Type of treatment is unknown.